Event description:
Our affiliate is reporting to us that a patient sustained 1st and 2nd degree burns during a rotator cuff repair that was discovered post operatively. The incident required a day of hospitalization and the patient was treated with antibiotics and anti edema therapy. This is all of the information that has been supplied to mitek at this time; however there are questions out asking for further information and detail. Per follow-up e-mail communications our affiliate supplied the following: the burns were discovered in the hospital, in surgery room, by staff. The burns were near the anterosuperior portal , pectoral region. The suction tubing of the electrode was not connected to suction equipment. The electrode was new. It was in the box. The fluid management system was fms pump. The staff was expert with the system. Daily medications. Patient¿s present condition are ok, he had fever for 7 days. The electrode was discarded while the generator will not be returned. At now the customer continues to use this generator.

Event description:
Our affiliate is reporting to us that a patient sustained 1st and 2nd degree burns during a rotator cuff repair that was discovered post operatively. The incident required a day of hospitalization and the patient was treated with antibiotics and anti edema therapy. This is all of the information that has been supplied to mitek at this time; however, there are questions out asking for further information and detail. Also see associated MDR 1221934-2013-00211.

Manufacturer narrative:
One hundred nineteen days have passed since this issue was reported to mitek and we have been notified that nothing is being returned. The electrode was discarded at the user facility, which precludes conducting a failure analysis. Also no lot number was supplied, which precludes conducting a lot review. The generator has not been sent to a service facility for an evaluation, but has remained in use without any apparent problems. The complaint electrode is a suction electrode and has a suction tubing attached to it that requires attaching to a waste collection device, which was not done in this particular case; the tubing allows for the outflow of hot saline or fluid, hot enough to burn. The most likely root cause for the patient¿s burns is that either hot fluid exited the suction tubing and dripped onto the patient¿s skin, or there was insufficient fluid management and very hot fluid exited the portal and burned the patient. Outside of those considerations, we cannot discern any other root cause for the reported patient burn. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however, is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: awaiting return.